Event description:
During an electromagnetic lithotripsy procedure (eml), the physician selected a cook endoscopy memory ii double lumen extraction basket. Following sphincterotomy, three stones, approximately 1cm in diameter, were grasped with the basket and became impacted in the papilla. The physician released two of the stones from the basket. However, the basket remained impacted in the papilla. At this time, the handle was cut from the basket and the outer sheath was removed. A soehendra lithotripsy cable was advanced over the basket drive wire, but resistance was encountered when the cable met the connection of the basket to the drive wire. The soehendra cable was removed and a conquest ttc lithotriptor cable was advanced over the basket drive wire, but this cable would not advance beyond the papilla. The soehendra lithotripsy handle was attached to the conquest cable and an attempt was made to crush the stone. During the lithotripsy attempt, the basket drive wire broke outside of the patient near the proximal end. The conquest cable was removed and the outer sheath of the basket was readvanced over the basket drive wire. The soehendra cable was advanced over the basket outer sheath and attached to the soehendra handle and attempts were made to crush the stone. This resulted in breakage of the basket drive wire in the vicinity of the esophagus. Extracorporeal shock wave lithotripsy (eswl) was conducted to crush the stones. The basket drive wire was grasped with forceps to remove and a drainage catheter was placed. No additional medical procedures other than what is described above were required due to this occurrence. The patient did not experience any adverse effects due to this observation. The patient's condition after this event was reported to be "getting better".

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurence is rare. Conclusion: information provided in the report indicates that resistance was encountered during advancement of the device into position in the duct. It is possible that the strictured area or ampullary opening affected the performance of the product and contributed to basket impaction. The instructions for use this device contain the following statement: if the device is to be used for biliary stone extraction, contraindications include an ampullary opening inadequate to allow for unimpeded passage of the stone and basket. The instructions for use contain the following warning: surgical intervention may be required if impaction occurs. Information provided with the report indicates that the device was used with a lithotripsy system after basket impaction occurred. The instructions for use warn the user that this device is not compatible with the soehendra lithotriptor or any other mechanical lithotriptor. This is the most likely cause for the basket wire breakage. Prior to distribution, all memory double lumen extraction baskets are subjected to a visual and functional evaluation to ensure device integrity. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.